Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A repositioning procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.